Manufacturer narrative:
(B)(4). Visual examination of the customers n560 found the li-mh battery pack and coin cell battery were missing. The switching control on the power board had burn damage and a pin was open. There was no capacitor burned. The bottom of the power board had a water stain. Based on the finding, a short circuit was suspected to have caused a burn, smoke and the open pin. The unit was then reassembled with a new power board and passed all testing, confirming a power board failure. In further testing to duplicate the failure water was applied to the pcba and powered the unit on. The controller burnt and the water residue created a stain on the pcba consistent with the stain on the received board. It was concluded liquid ingress such as water, cleaning fluid or solvent contacted the power board when cleaning the unit in the hospital or during repair by the 3rd party. It is unknown why the battery pack and coin cell battery were removed.

Event description:
A biomed from an independent contract repair facility called to report that a customer sent them a n560 that would not turn on. The biomed stated that when he found it would not turn on he replaced the right amp fuses. When the unit came on, one of the capacitors on the power supply board made a popping noise and a little smoke and fire was seen for a short time. When the capacitor stopped smoking he tried another power supply from another oximeter and the unit worked as expected. Only the biomed was involved and there was no harm reported.